Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the geo module buttons occasionally failed. The review of log file shows geo module failure. Upon visual inspection, it was found that geo module was defective. Fse replaced geometry module. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 or table system had a key failure which prevented the geometry from moving. The system was in clinical use at the time of the event. No harm has been reported. The geo module was replaced and the device was returned back to functionality. Philips has started an investigation of the complaint.